Event description:
"We proceeded to perform right subclavian venipuncture, the vein was cannulated, introduction of metal guide, dilator, first dilator was removed and introduced catheter cut to 20, when removing the shirt the catheter is displaced and is not visible, the wound was enlarged without showing the same, radiology was performed and the catheter was found to be displaced in the guidewire. Vascular and hemodynamics were contacted by telephone and they suggested that the patient be kept asleep and cared for in the ICU, anticoagulation, cephalosporin antibiotics and tomorrow at 6am the catheter would be removed by them. "

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record. The batch record file was reviewed: the batch was manufactured within the specifications and no related discrepancy was observed. No other similar complaint was reported on the batch released in june 2023. Summary of investigations. No device was returned preventing a thorough survey. One video and the completed form "request for information - acces port incident" was transmitted. Transmitted information analysis: the implantation occurred on the (B)(6) 2023: it seems that the over-the wire technique was performed. The retrieval occurred on the (B)(6) 2023: first, the guidewire was removed after several trials. Then, the catheter was captured, and complete extraction was achieved. Video review: the video was performed on the (B)(6) 2023, during the catheter extraction. We can see that the catheter is captured and retrieved from patient's body via the femoral vein. Raw material historical review: the batch records of catheters and j-guidewires included into the involved device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. Raw materials used for the manufacturing of those elements were compliant at receipt too. Dimensional measures on reserved sample: the following dimensions are verified: the outer diameter of the j-guidewire, the inner and outer diameters of the catheter, all dimensions are compliant with the defined specifications. The component of this kit prensents no defect. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. This is an isolated case. Root cause. The investigation has not revealed failure during the manufacturing process of the involved batch. The loss and migration of the guidewire and catheter during the access port implantation procedure cannot be attributed to the device itself. This is due to an incorrect practice, to a poor handling by the practitioner. Note : if the practioner want to perform the implantation via an over-the-wire technique, specific access port kit references should be used. The IFU specifies how over-the wire technique has to be performed. "Vi-1-3-1- over-the wire technique. This technique can only be used with the references st301otw and celsite® implantofix references (B)(4). Conclusion. This complaint is not confirmed. The reported event is not imputable to the device. This is an isolated case. No actions plan is foreseen at that time.